Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the handpiece did not fragment the nucleus well during a cataract with intraocular lens procedure. The aspiration had issues and the handpiece became occluded with larger pieces of the lens. The surgeon had to remove the handpiece from the eye and irrigate with maximum vacuum to clear the occlusion. The surgery was then able to be completed with no harm to the patient.

Manufacturer narrative:
The surgeon reports that the handpiece does not fragment the nucleus, and that there are aspiration issues and occlusion issues. The surgeon confirms there 2 or 3 surgeries, where aspiration issues occurred. The surgeon states that it seemed as though the handpiece (hp) was occluded, when a bigger piece of lens was aspirated. The surgeon had to irrigate the hp with maximum vacuum (outside the eye) and was able to proceed. These surgeries were always completed with this hp successfully with no patient impact. Additional, related information was requested but was not obtained. The company representative states that the handpiece was tested. The handpiece was found to meet specification. The sample has been sent back to the hospital, as a result and is not expected to be returned for evaluation at this time. The operator¿s manual includes the warnings: use of the fragmentation handpiece in the absence of aspiration flow can cause excessive heating and potential scleral burns. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Use of incisions that are smaller than recommended during lens removal can lead to mechanical and/or thermal damage to the eye tissue. Thermal injuries are typically related to excessive heat generated by the fragmentation tip due to insufficient aspiration flow, extended energy application, or combination of both. In this instance, there was no confirmation of any injuries and no samples were returned for evaluation. Therefore, the root cause of the reported issue cannot be determined conclusively. System no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Hp no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 4, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).